Manufacturer narrative:
The event date is estimated to be in 2006 or 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported back in 2006 or 2007, the patient's stimulator was unexpectedly turned off and may have been in overdischarge. They brought the patient into the hospital to turn it on again. No patient symptoms were reported.